Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue could not be reproduced. The ultrasonic sensor calibration readings were found to be out of specification. A review of the event history log revealed multiple upstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor. The upstream sensor will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had multiple upstream occlusion alarms during a blood transfusion in the intensive care unit. The alarm started every hour, then increased frequency to every 45 seconds toward the end of the infusion. There was around 50ml left in the bag. The transfusion rate was 180ml/hour. The blood was reported to be cool when received, and after the two hour transfusion was "most likely warmed up to room temperature". There was no report of patient injury or medical intervention associated with this event. No additional information is available.